Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022; product type: lead, product ID :3777-60, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 17-jan-2017, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 18-apr-2017, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 17-jan-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 18-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and spinal pain indications. It was reported that they were doing a replacement of an ins. The manufacturer representative stated that when they did the connectivity test the results showed all red indicators. The manufacturer representative reviewed that the full impedance test showed that all values were 40000ohms except for three values were within the normal range, the caller provided values 940ohms and 1060ohms (the caller did not provide the specific electrodes or the third specific impedance value). Troubleshooting was not required. The issue was not resolved through troubleshooting. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the leads were replaced due to high impedances noted intra-operatively. The cause of the high impedance issue was inconclusive. The rep did ask the patient about possible accidents that could have damaged the lead sight but the patient indicated that they hadn¿t had any. The patient¿s weight at the time of the event was unknown.